Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited noise and was stored as high v rate electrogram. The patient was asymptomatic and would continue to be monitored.

Event description:
New information states that the ventricular lead continued to exhibit noise. The asymptomatic patient would continue to be monitor.